Event description:
A complanit of imprecise sequential readings was received on a customer's precision xrta blood glucose meter. The custmer obtained readings of 1.3mmo1/l and 5.6mmo1/l within a ten-minute time frame. Three was no report of death, serious injury or mistreatment.